Event description:
A technician reported high voltage error message; seen during a surgery. Upon follow up, reporter stated case was able to be completed without any impact to patient outcome. Reporter could not recall any other details.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).